Manufacturer narrative:
The reported event of stripped setscrew was confirmed. Final analysis found that the device was at elective replacement when received. The atrial septum piece was missing and the setscrew was stripped. The set screw issue was consistent with damage occurring during procedure.

Event description:
It was reported that the patient presented for an elective device replacement procedure. During explant, it was noted that the atrial set screw on the pacemaker was stripped and the lead was unable to be removed from the header. The lead was cut and the device was replaced successfully. The patient was in stable condition.